Event description:
The moses 2.0 holmium laser was tested prior to use. Error code of 199 occurred during surgery so, the laser was turned off and back on to trouble shoot the machine. Same error code came up when trying to fire the laser. Changing the laser fiber did not fix the issue.